Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two vasoview hemopro 2 unit had a bent heater wire. This was observed when the package was opened. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product may be returning.